Manufacturer narrative:
The device was not returned for investigation and was discarded. Without the return of the complaint device, the exact cause of the reported event cannot be determined. The user facility declined in-service training. No additional issues have been reported.

Manufacturer narrative:
The IFU for the exacto cold snare states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and there were no comments relative to any component, manufacturing, or quality issues pertaining to this lot. This lot was manufactured on 6/22/2023, and there are no other complaints associated with the lot. This is considered an isolated event. Steris endoscopy evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via medwatch report that their exacto cold snare was not cutting to their doctor's satisfaction. No report of injury.